Event description:
The patient reported experiencing elevated blood glucose of up to 318 mg/dl from (B) (6) 2010-(B) (6) 2010. She believes the infusion device delivers too little insulin. She bolused through the infusion device to lower blood glucose readings with no success. Her normal blood glucose range is unknown. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.